Manufacturer narrative:
This event occurred in tha.

Event description:
The initial reporter stated that a user at the site was using precicontrol hiv gen. 2 and felt that a drop may have splashed into her eye. The user was between 23 and 26 years of age. The user was wearing a gown and gloves, but did not wear glasses, a face mask, or other protective equipment for the eyes. Per product labeling, the user is instructed to use tightly fitting safety goggles. The user was not tested for hiv. The user received anti-viral drug treatment. The anti-viral treatment included 600 mg. Of efavirenz (1 tablet after breakfast) and 300 mg./200 mg. Teno-em (tenofovir disoproxil fumarate/emtricitabine tablets). The user stated they only had a bit of dizziness from the medications.

Manufacturer narrative:
Precicontrol hiv gen. 2 contains hiv p24 antigen (e.coli, rdna) in human serum and preservative. The user did not wear the proper personal protective equipment as described in product labeling.